Manufacturer narrative:
(B)(4) .

Event description:
Procedure type: low anterior resection. According to the reporter: it appears that during a routine anastomosis, two donuts were cut but no anastomosis was formed. The stapler did not contain any staples nor did any deploy. No staples on rectum or colon. No information is available on the blood loss. Additional information was received that indicated an new stapling device was used to perform the anastomosis.